Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred and during the pump system check with tandem technical support, customer alleged pump continued to deliver insulin after a test bolus was completed (customer not connected to pump at time of test). Customer alleged pump was cause of reported issues. Customer's blood glucose was 58 mg/dl. Customer reverted to using manual injections for insulin therapy.